Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/2/14 with the following findings: the display was dim/reddish and the keypad was damaged, no evidence of contamination under key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 12/3/2014.